Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose level of 38 mg/dl, customer treated. Customer had wrong transmitter ID was programmed in the insulin pump. No further information reported.